Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had unexpected battery power loss and blank display. The customer¿s blood glucose level was unknown. The customer stated that the pump died completely and had battery out limit alarm. It was reported that the customer had blank display in the past event and troubleshooting was not done as the pump was on the blank display. The customer was advised to disconnect from the pump. The insulin pump will not be returned for analysis.